Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage was found on the device. Functional testing was performed. The cassette locked but did not latch when latching a cassette. The customer's reported issue was confirmed. The root cause was the faulty lock sensor. Replaced the lock sensor to correct the issue. Device passed all tests requirements after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch was broken. The customer did not know whether the latch was open or closed and with cassette attached and latch locked. The device was alarming that the latch was locked but no cassette was attached. This occurred during set-up. There was no patient involvement, and no patient harm/adverse event reported.